Event description:
Information received indicates the seal around the pan cover was loose which allowed fluid onto the air board.

Manufacturer narrative:
The technician replaced the air pc board due to corrosion on the components to repair the bed.